Event description:
The device was returned to the service center with a report from the customer contact that the close lever was broken. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was broken.

Manufacturer narrative:
During testing, it was noted that the device door roller was missing and the door pin was broken. The customer contact's reported broken lever was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.